Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced.

Event description:
Surgeon made a complaint upon seeing patient in clinic for follow up. On both anterior/posterior and lateral x-rays of the hip, patient had radiolucent lines present around distal tip up to about distal third. Patient is symptomatic and presenting with pain and thickening of cortical walls.